Event description:
It was reported that during a revision surgery for a fractured screw, the t-handle was torquing out way too fast. The set screws were still loose after attempting to final tighten.

Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.